Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. The break in aseptic technique was further specified as touch contamination and poor hygiene/not washing hands. The peritonitis manifested as abdominal pain and cloudy effluent. The patient was treated with cefazolin intraperitoneally (ip) and fortaz ip for 2 weeks (doses unknown) and cipro po for 1 week (dose unknown). The patient was reported to have recovered from the peritonitis. No additional information is available at this time.